Event description:
Patient reported left side "I had weird symptoms" and experiencing "alopecia - not related to the device, pain in whole body - not related to the device, lots of headaches - not related to the device, and numbness in hands and feet, "had lab work that is positive with something immune system disease" - not related to the device. Healthcare professional later reported "capsular contracture baker grade unknown". Healthcare professional later confirmed device was intact postoperative. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: no complaint against the device: event is not applicable for analysis. As per the investigation procedure, crease and deformation were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported left side "I had weird symptoms" and experiencing "alopecia - not related to the device, pain in whole body - not related to the device, lots of headaches - not related to the device, and numbness in hands and feet, "had lab work that is positive with something immune system disease" - not related to the device. Healthcare professional later reported "capsular contracture baker grade unknown". Healthcare professional later confirmed device was intact postoperative. The device has been explanted.